Event description:
It was reported that a patient, (B)(6), female, underwent an atrioventricular nodal reentrant tachycardia procedure with an ez steer¿ bi-directional electrophysiology catheter and suffered a cardiac tamponade. During the procedure, this ablation catheter was used and the physician decided to change to a non bwi product (cryo catheter). About two hours into the procedure, the patient¿s pressure started to drop. A soundstar catheter was inserted into the patient and a pericardial effusion was confirmed. The patient had a respiratory arrest. The patient was resuscitated and a pericardiocentesis was performed. The patient required hospitalization and was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is product related. The suspected device is a non bwi product (cryo catheter).

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because the device was disposed and no lot number was provided by the customer. Concomitant medical products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4); product: stockert 70 rf generator, us catalog # s7001, serial # unknown; product: webster® cs catheter with ez steer¿ technology and auto ID, us catalog # bd710fj282ct, lot # unknown; product: soundstar® 3d diagnostic ultrasound catheter, us catalog # sndstr10, lot # unknown. Since the lot number is unknown, the full UDI number cannot be provided. A notification has been sent to manufacturer (medtronic) as their product is listed as suspected device (cryo catheter). (B)(4).